Event description:
On (B)(6) 2010, gamma3 long nail surgery was performed for trochanteric fracture. 260mm length nail was used. Refracture was found at the tip of the nail. A revision surgery was performed on (B)(6) 2010. A 320mm length nail was used.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
On (B)(6) 2010, gamma3 long nail surgery was performed for trochanteric fracture. 260mm length nail was used. Refracture was found at the tip of the nail. A revision surgery was performed on (B)(6) 2010. A 320mm length nail was used.

Manufacturer narrative:
The reported event indicated that the initial and revision implants had fulfilled their tasks without any damage. Referring to the event description the patient suffered from an additional bone fracture below the nail and another breakage at the level of the distal locking holes after revision. Reasons for additional bone breakage can be various (e.g. But not limited to: week bones, additional fall, etc.). In this case the surgeon gave no further indication what may have caused the additional fracture. With available information no real root cause could be determined. The reported information did not allege any deficiency in the identity, quality, reliability, safety, effectiveness or performance of the device. According to available information a more precise state statement was not possible from technical point of view. A medical review was not possible due to missing x-rays in different planes presenting the situations prior to revision. In case relevant information resp. The part(s) become available we reserve the right to update the investigation and to change the root cause. With available information the event was not caused by any deficiency of the device.